Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (discharge profile faults) was confirmed.  Upon investigation the monitor failed a pulse test and displayed a service code 110 (over voltage cleared no energy) and service code 203 (pulse test fault).  The cause for the failure was isolated to no output on u1 pin 7 when the converter is turned on. The root cause for the no output on u1 could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor was having discharge profile faults.